Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been provided.

Event description:
The customer obtained a falsely elevated architect stat high sensitive troponin-I result for a (B)(6) year old female romanian patient. Sample ID (B)(6) generated an initial positive result of 66.5 pg/ml. Negative results were generated when the sample was retested on the original architect (0 and 0 pg/ml) and alternate architect (0.2 and 0 pg/ml). No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect stat high sensitive troponin-I, list 3p25, that has a similar product distributed in the us, architect stat high sensitivity troponin-I, list 2r98. An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete. Section d4, catalogue number was corrected to 03p25-37; and section h10 the similar us product statement was added. These corrections/additions do not change the intent of the document and only provide the corrected/omitted information.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, attached data, trending data, labelling, device history records and field data. Return testing was not completed as returns were not available. Review of trending reports identified no trends related to the complaint issue. Device history record review for lot 25066ud00 did not identify any potential non-conformances, or deviations associated with the customer¿s observation. Labelling was reviewed and found to adequately address the issue under review. Historical performance of reagent lot 25066ud00 was evaluated using data from worldwide customers. The patient median result for the lot is comparable with other lots in the field and confirms no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 25066ud00 was identified.section a2 age units (years) and section a3 gender (female) were entered. The fields were inadvertently left blank in the previous reports. This correction does not change the intent of the documented information.

Event description:
The customer obtained a falsely elevated architect stat high sensitive troponin-I result for a 44 year old female romanian patient. Sample ID (B)(6) generated an initial positive result of 66.5 pg/ml. Negative results were generated when the sample was retested on the original architect (0 and 0 pg/ml) and alternate architect (0.2 and 0 pg/ml). No impact to patient management was reported.